Event description:
Initial bicarbonate reading of - 1 mmol/l and bun of 0 mg/dl was repeated and recovered bicarbonate 26 mmol/l and bun 53 mg/dl. Incorrect results were not used to provide patient treatment. Field service representative replaced the sample mechanism and two way valves. Quality control materials were run along with the performance check test, all results recovered within specifications.